Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, during investigation of the monitor for an unrelated issue, the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the damaged connector was excessive force. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient received a service code 204 (belt/monitor unusable). Additionally, during investigation of the monitor for an unrelated issue, the monitor was unable to power on.